Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to clean and lubricate the large syringe lead screw. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported a clunking noise and a "706 syr l error" with their g8 analyzer. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.